Event description:
Three different powered art staplers (ethicon) failed to work. Manufacturer response for powered art stapler, ethicon powered art stapler (per site reporter). Rep has come to pick up the devices, and will bring us replacements for the 3 staplers.